Event description:
It was reported that the procedure was to treat a 90% stenosed saphenous vein graft with mild tortuosity and mild calcification. Pre-dilatation was performed and a non-abbott stent was implanted. The 3.25 x 8 mm nc trek balloon was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue and inflated to 10 atmospheres (atm), one time; however, a balloon rupture occurred. The nc trek was removed with no resistance. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, grandslam. Guide cath: (B)(4). Stent: resolute integrity 2.5x22. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.